Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, prior to the index procedure, the patient was admitted for right total knee arthroplasty. The patient was doing well and a few days later developed tightness in the chest and shortness of breath. A computed tomography angiography (cta) of the chest demonstrated evidence of pulmonary embolism (pe) in the right pulmonary arteries, and the patient was started on lovenox and presented with hypoxia. The patient¿s medical history is notable for gastric bypass surgery, repeat tummy tuck surgery, arthroscopy of the left knee, left total knee arthroplasty, panic disorder, hypothyroidism and nasal allergies. Placement of the inferior vena cava (ivc) filter was done as a prophylactic measure against recurrent deep venous thrombosis (dvt). The right groin was prepped and draped in the usual sterile fashion. Under ultrasound guidance, the right common femoral vein was accessed with a micropuncture needle. Contrast was injected and an iliac venogram in addition to an inferior venacavogram were performed, revealing a normal inferior vena cava in course and caliber with normal branching pattern without evidence of filling defects, and a normal right common iliac vein. The inferior vena cava filter was advanced and successfully deployed to the level below the renal veins. Approximately nine years and two months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava and for intermittent leg swelling. The surgical history at the time included lumbar and cervical fusion, hip replacement, hysterectomy, appendectomy, ivc filter placement, cholecystectomy and gastric bypass. The scan reported an infrarenal ivc filter with the superior tip slightly tilted but otherwise unremarkable. Incidental findings included a hepatic calcified granuloma and postoperative changes from gastric bypass and from lumbar spine. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and an attempt to remove the filter approximately two months after the filter implantation. Procedural removal details were not provided. The patient further experienced numbness in extremities, cyanosis, back pain, abdominal pain and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication for filter was pulmonary emboli (pe) after right total knee replacement. History includes gastric bypass surgery, repeat tummy tuck surgery, arthroscopy of the left knee, left total knee arthroplasty, panic disorder, hypothyroidism and nasal allergies. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including but not limited to filter tilt. Approximately nine years and two months post implant, a CT scan revealed the infrarenal ivc filter with the superior tip slightly tilted but otherwise unremarkable. Incidental findings included a hepatic calcified granuloma and postoperative changes from gastric bypass and from lumbar spine. The surgical history at the time included lumbar and cervical fusion, hip replacement, hysterectomy, appendectomy, ivc filter placement, cholecystectomy and gastric bypass. Per the patient profile form (ppf), the patient reports filter tilt, unsuccessful device removal two months post implant, numbness in extremities, cyanosis, back pain, abdominal pain and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Leg swelling, numbness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date).

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.